Event description:
Complainant alleged that during the factory's performance of the final test procedure on a zoll service loaner device, the unit would not power up. The complainant indicated that there was no patient involvement in the reported malfunction.